Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not able to be successfully transmitted. Technical services guided this patient with troubleshooting and after power cycling the communicator, the issue was solved, the rcd icon was no longer lit. Further information was received indicating the rcd alert was triggered due to a right ventricular pacing impedance out-of-range measurement, that caused a lead safety switch in the rv lead. The patient was seen in the clinic and there it was elected to keep the lead programmed in unipolar mode and keep monitoring the patient. Reportedly, the patient does not pace in the rv. This rv lead remains in service and no adverse patient effects were reported.